Manufacturer narrative:
Device received with partial white display due to cracked lcd glass. Unable to verify keypad unresponsive, frozen screen anomalies or auto mode anomalies due to lcd physical damage. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 210 mg/dl at the time of incident. Customer stated that the insulin pump had lines on the display and the center button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude and unable to confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.